Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Review of the device diagnostic code log noted a vent inop occurrence due to a flow sensor failure. The manufacturer's service technician replaced the air flow sensor to address the reported problem. Extended self testing and performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Flow sensor.